Event description:
User facility mandatory medwatch received that stated: "blood began leaking from a connection site on the IV tubing." Upon further query the following info was provided that indicated a leak, subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time in use, the tubing set leaked from an unspecified connection site. The amount of blood loss was not specified. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted.